Manufacturer narrative:
(B)(4). Batch # r57l28. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with two cartridges reloads present; one ecr60d and one ecr60g. The reloads were received partially fired 2/3. The device was tested for functionality in the articulated position with the returned cartridges reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a rectum procedure, could not fire farther. During the radical resection of endoscopic ultra low rectal cancer, could not fire farther after fired 2/3 with both a gold reload and a green reload. Another device was used to complete the surgery. There were no adverse consequences to the patient.